Event description:
The distributor reported that the center notified them that a left ventricular assist device (lvad) patient supported by the dual drive console (ddc) had a distended abdomen. An x-ray revealed free air in the patient's abdomen. The surgeon believed that the vad was leaking air although no alarms were present. The patient was taken back to the or for exploration. The surgeon found a 3-4 mm rupture of the driveline near where the driveline exits the metal lvad housing. The lvad was replaced without incident. The patient remains on lvad support on the replacement device.